Event description:
Nurse noticed shuttle came off of the etad track and patient was beginning to extubate. Reintubation was performed and patient suffered no medical complications.

Manufacturer narrative:
Lot manufacturing records were reviewed. Products were produced per specifications.